Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 400 units of insulin, and displayed 46 units. The customer loaded a new cartridge and received an accurate fill estimate. Reportedly, the customer experienced an elevated blood glucose (bg) level of 336 mg/dl. To address the bg level, the customer delivered a correction bolus. The customer declined to perform troubleshooting with tandem technical support. The customer changed out all of the supplies on the pump, and was recommended by tandem technical support to consult with health care provider regarding diabetes management.